Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found torn, allowing for fluid to exit through the tear. It cannot be determined when or how this damage occurred. No evidence was found that would result in skin irritation occurring at the infusion site; a root cause for the reported event could not be determined. No other defects, or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 400 mg/dl, and irritation at the site was noticed while wearing the pod on the leg between 36 and 48 hours. A new pod was applied to treat the hyperglycemia.